Event description:
Ems personnel responded to a person described as pulseless and aneic. CPR was performed and the pt was connected to the device with disposable defbrillation/ECG electrodes. CPR was stopped and the analyze button was pressed but, according to the reporter, the device alarmed and an attach defib cable message was displayed on the device's screen. The pt's ECG appeared to be asystole with a small amount of pulseless electrical activity (pea). Approx 5 minutes later, paramedics arrived and took control of the pt with a backup defibrillator/monitor. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The pt was not resuscitated. The reporter based their opinion on the attending paramedic's assessment of the pt's viability, the immeidate availablity and use of a back up defibrillator/monitor and that the pt had been down for approx 20 minutes before arrival of the ems team.